Event description:
A 4.0 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal svg lesion. Lesion morphology was reported as non-tortuous with no calcification. It is unk if the lesion was pre-dilated. The physician inserted the endeavor 4.0 x 18; while attempting to reach the lesion the stent dislodged. The physician attempted to remove the dislodged stent; this was unsuccessful. It was reported that a 1.25 fr balloon was inserted within the un-deployed stent and inflated. A 2, 3 and 4 fr nc balloon was then inserted and successfully deployed the stent with in the lesion are. The pt is reported to be fine. Please note that this device is distributed outside the united states. Review of the procedural images provided on cd: the reported dislodgement is confirmed. The images show dislodged stent in the mid svg immediately distal to a bend in the graft. Communications from the account indicated that the stent dislodged immediately after exiting the guide i.e. In the proximal svg. The procedural images show that the delivery system is located more proximal than the stent, located mid svg, indicating that the stent most likely dislodged during attempts at withdrawing the stent and delivery system back proximally. As stated in the event description, the dislodged stent was not retrieved but was positioned at the target lesion and was deployed with another delivery system balloon. It was then post dilated on a number of occasions prior to a successful outcome being achieved. Although the info received states that the lesion was in the proximal svg the procedural images show the target lesion to be in the distal svg. Although communications from the field indicate that no resistance was experienced, it appears most likely that the security of the endeavor rx stent was impacted during delivery. Communications from the field state that the stent was inspected prior to use with no issues noted. The distal end of the dislodged stent appears to be slightly flared possibly as a result of damage that may have occurred during delivery. As a result of the damage, the stent securement on the balloon was most likely impacted resulting in the stent dislodgement. The procedural images show no evidence of damage to the stent post successful deployment in the vessel.

Manufacturer narrative:
Other, secondary intervention: eval. Results: inherent risk of procedure (stent dislodgement).